Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively to the right hemicolectomy it was found that there was a staple formation issue. The segment that was removed in the second surgery was sent to pathology and the opening of the staple line was determined. A staple line reinforcement was done to resolve the issue. It was noted that there was an extended hospitalization of two weeks and the patient was sent to the intensive care unit as the patient was exhibiting symptoms of anastomotic leakage. The patient experienced a life threatening event due to sepsis in the abdominal cavity. As a resolution additional surgical procedure was performed.